Manufacturer narrative:
(B)(4) the liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records indicate the patient was diagnosed with hypercalcemia. The patient¿s calcium level was reported as 5.9. Therefore, either the diagnosis of hypercalcemia is incorrect or the lab result and the mention of calcium replacement are not accurate. The medical records did not contain hospital lab/diagnostic results, a recent history and physical, hospital progress notes, dialysis progress notes, medication records or dialysis treatment records. There was no documentation in the medical record that indicated a causal relationship the liberty cycler and patient¿s diagnosis of hypercalcemia.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized for hypercalcemia. The following is from medical records received from the patient's treatment facility. The patient presented to the hospital on (B)(6) 2016 with altered sensation in the toes and fingers. The patient was diagnosed with hypercalcemia. The calcium level was 5.9 and the patient received multiple calcium replacements. The patient improved and was discharged on (B)(6) 2016.